Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and death.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient passed away. It was reported that the patient was admitted to the intensive care unit (ICU) on monday, (B)(6) 2016, and subsequently passed away from diabetic ketoacidosis. The patient had recently been started on a tandem g4 system and it was stated by the patient's certified diabetes educator (cde) that the previous friday, their sensor had come off. The cde was unaware of whether or not the patient put another sensor on or if they were using the system at the time of the event. No additional event or patient information was provided. No product or data was returned for evaluation. A certificate of death was not provided. The reported event of death could not be confirmed. A root cause could not be determined.